Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic radical resection of lung cancer procedure, while on pulmonary vascular, the device did not fire. The surgeon able to press the green button but could not squeeze the handle. There was no patient injury.